Event description:
Before opening the package of integuseal, it was noticed the device was already activated due to the liquid in the package. No patients were affected. A new package was used from the same lot number and was fine.